Event description:
It was reported that the wake button was stuck. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.